Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages and check therapy electrode messages) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation the electrode belt ECG able was damaged, damaging the lead 1- wire in the cable near the connector. The root cause for damaged cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and check therapy electrode messages.